Event description:
The anastomosis probe was successfully used to test 2 vessels during surgery. When attempting to use the probe on a third vessel it failed. It did not read a value when activated to tell you how much flow is running through the vessel. When the probe failed, a new (second) probe was obtained and opened. The replacement probe worked. The delay to the patient was a few minutes to obtain the new probe and open it to the field.